Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned without any bands still attached to it. The teeth were bent, and the handle slot has evidence that the trip wire was secured. The reported event of bands unable to deploy was confirmed. This failure mode might be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the terminal anorectum during an endoscopic ligation procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the first band was deployed normally; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the terminal anorectum during an endoscopic ligation procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the first band was deployed normally; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.